Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing a fall, being injured, or performing strenuous activities since implantation, the patient having any other implanted pins/screws/devices, and migration have been ruled out. Additionally, not performing the MRI according to the IFU has been ruled out. The stimulator is used to treat pain. The cause of the stimulation during the MRI is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI. Issues after an MRI rates remain acceptably low; thus, a CAPA is not required at this time. Issues after an MRI rates will continue to be tracked and trended.

Event description:
The patient reportedly felt stimulation during an MRI procedure. The MRI was aborted and the patient is not experiencing any adverse effects after the procedure. The device is working great, the patient reported getting great pain relief, and they are doing really well.